Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: system driver. Specific component(s) involved: external controller malfunction. Additional text: broken fuel guage wire. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller. Implant device type: lvad.